Event description:
A report was received that during a lead revision a lead was showing high impedances. The physician decided to explant the lead and replace it with two new leads. After, the impedance reading showed normal. The patient is reportedly doing well following the procedure.

Event description:
A report was received that during a lead revision a lead was showing high impedances. The physician decided to explant the lead and replace it with two new leads. After, the impedance reading showed normal. The patient is reportedly doing well following the procedure.

Manufacturer narrative:
Additional information was received that lead, serial (B)(4), was implanted and explanted on (B)(4) 2012 due to suspected high impedance readings but no malfunction was confirmed. The patient never left the or with this lead. Leads, serial (B)(4) were replaced due to ineffective therapy and no malfunction was suspected.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model:sc-2218-50 (B)(4) description:linear st lead, 50cm. A review of the manufacturing documentation for the leads ((B)(4)) revealed that no anomalies or deviations potentially related to the event occurred during manufacturing the returned lead ((B)(4)) was analyzed and no anomalies were found. The complaint was not verified. The lead passed all tests including visual, impedance, and diameter and electrode pitch test. Device exhibits normal device characteristics.